Manufacturer narrative:
(B)(4). Vyaire has received the complaint device and is currently performing an investigation into the reported issue. A follow up MDR will be sent once the investigation has been completed.

Event description:
The customer reported a before patient use device malfunction. One the "22mm od side of the filter there was a defect in the molding resulting in very significant resistance to the gas flow, with almost complete occlusion of the gas pathway".

Manufacturer narrative:
Evaluation of the physical sample confirmed the presence of an occlusion on the 15mm port at the top of the filter. Upon receipt of the sample, a review of the maintenance program (infor software) for the date range of the manufacture date of the filter was performed and no records of corrective maintenance to the mold were found. In addition, no records of broken core pin (pilots) or any issues with the die tools were identified. Several tests in the molding area were performed to try and duplicate the failure mode for the occluded condition. The defect could not be replicated. During the investigation it was identified that the most probable root cause may be related to improper calibration of the pressure sensor. If the pressure sensor was not calibrated properly it can lead to the machine inability to sense the presence of plastic from previously molded part. If enough plastic from the drooling is present then an occlusion can occur. Most probable root cause into the occlusion condition reported by the customer could be contributed to improper calibration of mold protection as described above. All records were reviewed and no records of defects related to the occlusion were identified in production material or maintenance records. Based on this review and the investigation performed, the defect condition is determined to be a random occurrence and isolated in nature. No field action is required as it has not been determined that there is an outstanding issue with product in the field. The following actions have been implemented as preventative measures: a pressure sensor (mold protection) verification will be implemented to traveler during the line preparation process. This will ensure the mold set-up can detect if parts remain in the mold and will prevent from injecting more plastic to already molded part. A pass thru test of the molded component will be implemented in production as part of the quality inspection method of the sampling plan.